Manufacturer narrative:
Covidien reference number: (B)(4). Covidien field service engineer (fse) inspected the device and could not duplicate the alleged malfunction. The ventilator passed all the required testing.

Event description:
It was reported touchscreen was unresponsive. It is unknown if there was a patient involved.